Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The customer did not do anything to address the bg level.the customer reset pump on their own however the malfuntion alarm recurred.the customer reverted to manual injections for insulin therapy.